Event description:
The user facility reported that a blood leak alarm went off at the start of the patient's treatment. An internal blood leak was visible, and there appeared to be a crack near the hansen port. The blood flow rate was 150 the dialysate flow rate was 800. The estimated blood loss was 200 ml. No adverse effects were felt by the patient.

Manufacturer narrative:
The device has not yet been received for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.